Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that that the patient faced infusion set was leaking from the site, which cause the patient's blood glucose elevated to 280 mg/dl. No further information available.